Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed exhibit signs of repeated use (nicked and gouged) and has fractured on the lateral side of the post. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Wear and damage of the instruments due to use occurs overtime and is addressed in package insert. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initially reported incorrectly as an adverse event. This correction does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the provisional was put in a tight knee and while torquing it out, it fractured. No adverse events have been reported as a result of this malfunction.